Event description:
It was reported that during a dca procedure, after the guide wire was removed from the patient, it was noted that the tip of the guide wire had been left in the coronary. There was no resistance noted during the case. The radiopaque tip coil was confirmed at the distal lad. No retrieval attempts were made.